Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported the ultrafiltration (uf) pump stopped working (treatment timing/duration issues) during the course of the dialysis treatment (uf pump led was off). The bmt stated the uf pump stopped pumping during the course of the treatment (the uf goal had not been reached) and the treatment clock/timing seemed to end the treatment earlier than expected. No adverse reactions were noted with the patient and the patient completed treatment on the device. The bmt requested for a field service technician (fst) to repair the device. Upon follow-up, the bmt stated the hemodialysis (hd) patient had 30 minutes remaining on a four hour treatment when the uf pump appeared as though it turned off before the patient's uf goal had been reached. The bmt stated no additional fluid was removed from the patient once the uf pump turned off and the patient was unable to reach their uf removal goal. The bmt stated the machine then indicated the patient had completed treatment, but data obtained from darwin indicated the patient had not yet completed treatment. The bmt stated the machine was removed from service and a fst was scheduled to come and service the machine but was pending replacement parts, which the bmt believed was the functional board and uf pump assembly. The machine had 1627 hours on the machine. The bmt confirmed there was no patient injury and no medical intervention was required as a result of the reported event. The patient was continuing to complete their regularly scheduled hd treatments without further issue.

Manufacturer narrative:
Correction: d10.

Event description:
A user facility biomedical technician (bmt) reported the ultrafiltration (uf) pump stopped working (treatment timing/duration issues) during the course of the dialysis treatment (uf pump led was off). The bmt stated the uf pump stopped pumping during the course of the treatment (the uf goal had not been reached) and the treatment clock/timing seemed to end the treatment earlier than expected. No adverse reactions were noted with the patient and the patient completed treatment on the device. The bmt requested for a field service technician (fst) to repair the device. Upon follow-up, the bmt stated the hemodialysis (hd) patient had 30 minutes remaining on a four hour treatment when the uf pump appeared as though it turned off before the patient's uf goal had been reached. The bmt stated no additional fluid was removed from the patient once the uf pump turned off and the patient was unable to reach their uf removal goal. The bmt stated the machine then indicated the patient had completed treatment, but data obtained from darwin indicated the patient had not yet completed treatment. The bmt stated the machine was removed from service and a fst was scheduled to come and service the machine but was pending replacement parts, which the bmt believed was the functional board and uf pump assembly. The machine had 1627 hours on the machine. The bmt confirmed there was no patient injury and no medical intervention was required as a result of the reported event. The patient was continuing to complete their regularly scheduled hd treatments without further issue. Upon additional follow-up, the fst confirmed they were called onsite to evaluate this 2008t machine. The machine was taken out of service by the nursing staff because it was saying treatment complete, even though the treatment had not been completed. The biomed at the facility was instructed not to troubleshoot the issue because the machine was still under warranty. To resolve the issue, the fst replaced the functional board. The uf pump assembly did not need to be replaced. The fst said the machine was returned to service upon completion of the repair. The fst still has the functional board that was removed, and intends to send it back for evaluation via return goods authorization (rga).

Manufacturer narrative:
Additional information: b5.

Event description:
A user facility biomedical technician (bmt) reported the ultrafiltration (uf) pump stopped working (treatment timing/duration issues) during the course of the dialysis treatment (uf pump led was off). The bmt stated the uf pump stopped pumping during the course of the treatment (the uf goal had not been reached) and the treatment clock/timing seemed to end the treatment earlier than expected. No adverse reactions were noted with the patient and the patient completed treatment on the device. The bmt requested for a field service technician (fst) to repair the device. Upon follow-up, the bmt stated the hemodialysis (hd) patient had 30 minutes remaining on a four hour treatment when the uf pump appeared as though it turned off before the patient's uf goal had been reached. The bmt stated no additional fluid was removed from the patient once the uf pump turned off and the patient was unable to reach their uf removal goal. The bmt stated the machine then indicated the patient had completed treatment, but data obtained from darwin indicated the patient had not yet completed treatment. The bmt stated the machine was removed from service and a fst was scheduled to come and service the machine but was pending replacement parts, which the bmt believed was the functional board and uf pump assembly. The machine had 1627 hours on the machine. The bmt confirmed there was no patient injury and no medical intervention was required as a result of the reported event. The patient was continuing to complete their regularly scheduled hd treatments without further issue. Upon additional follow-up, the fst confirmed they were called onsite to evaluate this 2008t machine. The machine was taken out of service by the nursing staff because it was saying treatment complete, even though the treatment had not been completed. The biomed at the facility was instructed not to troubleshoot the issue because the machine was still under warranty. To resolve the issue, the fst replaced the functional board. The uf pump assembly did not need to be replaced. The fst said the machine was returned to service upon completion of the repair. The fst still has the functional board that was removed, and intends to send it back for evaluation via return goods authorization (rga).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Field service technician investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported the ultrafiltration (uf) pump stopped working (treatment timing/duration issues) during the course of the dialysis treatment (uf pump led was off). The bmt stated the uf pump stopped pumping during the course of the treatment (the uf goal had not been reached) and the treatment clock/timing seemed to end the treatment earlier than expected. No adverse reactions were noted with the patient and the patient completed treatment on the device. The bmt requested for a field service technician (fst) to repair the device. Upon follow-up, the bmt stated the hemodialysis (hd) patient had 30 minutes remaining on a four hour treatment when the uf pump appeared as though it turned off before the patient's uf goal had been reached. The bmt stated no additional fluid was removed from the patient once the uf pump turned off and the patient was unable to reach their uf removal goal. The bmt stated the machine then indicated the patient had completed treatment, but data obtained from darwin indicated the patient had not yet completed treatment. The bmt stated the machine was removed from service and a fst was scheduled to come and service the machine but was pending replacement parts, which the bmt believed was the functional board and uf pump assembly. The machine had 1627 hours on the machine. The bmt confirmed there was no patient injury and no medical intervention was required as a result of the reported event. The patient was continuing to complete their regularly scheduled hd treatments without further issue. Upon additional follow-up, the fst confirmed they were called onsite to evaluate this 2008t machine. The machine was taken out of service by the nursing staff because it was saying treatment complete, even though the treatment had not been completed. The biomed at the facility was instructed not to troubleshoot the issue because the machine was still under warranty. To resolve the issue, the fst replaced the functional board. The uf pump assembly did not need to be replaced. The fst said the machine was returned to service upon completion of the repair. The fst still has the functional board that was removed, and intends to send it back for evaluation via return goods authorization (rga).